Manufacturer narrative:
(B)(4) there was no alleged malfunction against the device. The complaint states that the patient experienced hypoglycemia on (B)(6) 2015. Data was provided for investigation and received on (B)(6) 2015. Data shows cgm read 204 and fs read 269 at 04:00 am on the date of issue (B)(6) 2015. While an inaccuracy of 24.16% with a point difference of 65 was provided in the data, nothing could confirm the reported hypoglycemic event. Product was not provided for investigation. Problem was confirmed. The root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hypoglycemic event that occurred early morning on (B)(6) 2015. Patient reported that he became unconscious, vomiting with bad chills. Patient reported that his wife gave him 45 grams of liquid glucose and called for emergency medical technician (emt). When emt arrived, they administered glucagon, one dose of IV glucose and a second dose of IV glucose at approximately 12:00 - 12:30 am ((B)(6) 2015). Patient states that he had 8 grandchildren visiting and must have been distracted when he over-bolused for his 8:00pm low glucose spaghetti meal. Patient does not recall finger stick values. Patient does not know if continuous glucose monitor (cgm) alarm sounded, or what his cgm values were at the time. Additionally, the patient stated that he uses another company's pump in conjunction with dexcom cgm device, and on the morning of (B)(6) 2015, he had changed it and as a result had to keep increasing boluses and temporary basal to push out the air bubbles in the pump all day. Patient states that he was either asleep or unconscious at the time of the event. Patient did not require further medical intervention. No additional event information was provided.